Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose after a larger-than-usual breakfast following a supply change, with a peak of 213 mg/dl on ilet and subsequent downward trend after education on meal announcements and carbohydrate dosing; the user¿s glucose decreased to 191 mg/dl with a downward arrow and later to 160 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution with monitoring and correction bolus action. Investigation included review of device-reported glucose values, user interaction, and troubleshooting with education regarding meal announcements and carbohydrate intake. Investigation of this case revealed no device malfunction and suggested that the elevated glucose was consistent with underestimation of meal size relative to announced dose, with the correction algorithm addressing the elevation. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.